Manufacturer narrative:
The device was received by the manufacturer and an initial investigation has been completed and submitted to the quality engineer. A follow-up report will be submitted when the final investigation is completed.

Event description:
It was reported that the handpiece heated up during a procedure. There were no injuries to the user or pt, and no adverse consequences were reported.